Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved a 15 units of ext set tubing pur yellow with spike, y-clave®, clamp, luer check valve. The tubing was reportedly clogged at the moment of administration and this resulted in a two hour delay before a patient's administration of a new bag of etoposide. Therapy was successful using the new bag. There were no defects observed with the device prior to the incident, and there was no foreign object in the tubing there was no report of human harm associated with this complaint/event.

Manufacturer narrative:
One used glucose fresenius 5 p. Cent g5% 500 ml intravenous bag connected into a used unit. List #011-h2771, a bag spike adapter with 4 claves, another, glucose fresenius 5% g5% 50 ml intravenous bag fresenius kabi, an unknown, infusion set and one used stopcock with an unknown, extension tubing were returned for evaluation. As received, there were some residuals was observed in the sets. No damage or anomalies were observed. The cracking pressure of the sample was tested, and no flow was confirmed through the valve. Once pressure was increasing more than specification, a flow through the valve was observed. The customer's complaint was confirmed. The probable cause is due to manufacturing error at a vendor/supplier. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint corrected information can be found in h6 health effect - impact code.